Manufacturer narrative:
The pump had unresponsive esc and act buttons due to an unlocked lcd keypad connector. Unable to perform the operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement and self tests or verify the no delivery prime/fill anomalies due to the unresponsive buttons. No unexpected numbers ramping/scrolling during testing. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the insulin pump alarmed a compromised force sensor system alarm and that insulin was squirting out during manual prime. The blood glucose level was 46 mg/dl. The customer treated with juice. The customer reported that the device was dropped on the floor. The customer performed troubleshooting and stated the motor did not slow down, nor did numbers appear on the screen. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product back for analysis.